Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection between the supply line and supply bag which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of seven of peritoneal dialysis therapy. During troubleshooting, a loose connection between the supply line and supply bag was found. The technical service representative had the patient cycle power to clear the alarm and advised to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.